Manufacturer narrative:
(B)(4).

Event description:
The device was explanted and replaced due to elective replacement indicator.

Event description:
It was reported that the battery voltage reading was dropping faster than expected based upon settings and reported usage. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 7120 competitor implantable tachy lead, 2009-(B)(6), 1156t implantable pacing lead, 2014-(B)(6). This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.